Event description:
It was reported that an occlusion alarm occurred. Customer changed supplies to address the issue additionally, it was reported that the pump touch screen was cracked and unresponsive. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 122-200 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.